Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the pump shut down as if there was no power. The reporter reviewed the event log and "it looked like power cable was taken in and out, but that was not the case". The reported suspects the issue was due to a problem with the rechargeable battery. No injury was reported.

Manufacturer narrative:
Device evaluation: the cadd battery pack was tested twice at 2 different smiths medical sites and it was found functioning properly. The reported issue could not be duplicated. Problem source could not be identified.